Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons did not always work and they had to press them multiple times to get them to work. Customer stated that there was a response from a button and all buttons were working now but at times they had to press them multiple times. Customer states block mode was inactive. Customer stated the buttons were fine now but this was an off and on issue. The insulin pump will not be returned for analysis.